Manufacturer narrative:
.

Event description:
It was reported to philips that the ECG trunk cable end piece is broken off in the ECG connector and the customer cannot remove it. There was no patient involvement.